Manufacturer narrative:
Please refer to the attached analysis report. Analysis synthesis: - upon reception, the returned cpr4 head was tested and the reported behavior was reproduced, as telemetry was not functional when interrogating test implants. - in-depth analysis revealed that the observed issue from a failure of an amplifier in the electrical circuit. - the root-cause of this component failure could not be determined with certainty, although it may have resulted from a significant stress such as an electromagnetic field.

Event description:
Reportedly, it was impossible to perform interrogations, due to intermittent or lack of telemetry. The lights only stay blue for a few seconds and then turn off, and the telemetry error message is continuously displayed on the programmer screen. Plugging the head to another usb port did not solve the issue.

Event description:
Reportedly, it was impossible to perform interrogations, due to intermittent or lack of telemetry. The lights only stay blue for a few seconds and then turn off, and the telemetry error message is continuously displayed on the programmer screen. Plugging the head to another usb port did not solve the issue.